Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the pacing lead exhibited a dislodgement after the introducer catheter was slit. The catheter was removed and replaced. The lead was then reattempted with the new catheter. It was reported when the physician attempted to screw in the lead, that the torque was not transmitted to the lead tip and that the friction between the lead and the catheter lumen was stronger than usual. The second catheter was removed and replaced. The lead was successfully implanted with the replacement catheter and remains in use. No patient complications have been reported as a result of this event.